Event description:
Information was received from a regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient was just implanted two days prior to report and had stimulation in the wrong location; patient said device was not set right. The device was not controlling her fecal symptoms. During troubleshooting is was determined the device was on at program 1 at 0.2 volts. The patient opted to increase amplitude during the call and was increased to 0.6 volts and stimulation was felt where the device is implanted and not at the target area. Patient was advised to contact their healthcare professional. No further complications were reported or are anticipated.